Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens became stuck on the plunger. There was patient contact, but no reported patient harm. Another lens was implanted instead. Additional information was requested.

Manufacturer narrative:
The device and the lens were returned loose in the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger was retracted to mid-nozzle. The lens was returned adhered in solution to the exterior of the lens loading door. One haptic is bent in the distal area and is torn through the optic/haptic junction almost into pieces. A qualified viscoelastic was used. The root cause could not be determined for the complaint of "when pushing the lens through, it got stuck on the plunger". The lens was damaged and returned outside of the device. The plunger was retracted upon return. This may suggest that the plunger was not fully advanced upon delivering the lens. If the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. The plunger position in relation to the lens during advancement cannot be determined. The manufacturer internal reference number is: (B)(4).